Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a cannulated screw was pushed into the patient¿s joint, post operatively. The surgeon originally performed an open reduction internal fixation of the right patella on an unknown date about four ago. The patient sustained a fall on an unknown date, resulting in one of the cannulated screws being pushed into the joint. It was reported that the surgeon discovered the event during post-operative evaluation. A revision surgery was required. The procedure was completed without complications. This report is 1 of 1 for (B)(4).